Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). It was also reported that the patient experienced a wound dehiscence at the implant site. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 25, 2022.